Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted: (B)(6) 2008; 383059 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that during a device check, elevated threshold and inability to capture at maximum output were noted. Lv (left ventricular) output was turned off. Fluoroscopy just prior to lv lead revision noted that the lead was located in the right atrium. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.